Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that was found in a patient with knee replacement that the bearing was a little bit worn and maybe has scar tissue damage. Revision surgery is schedule to put a new bearing in, date is unknown. Due diligence is in process and to date no additional information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d6b, g3, g6, h2, h6, h11.

Event description:
It was reported that was found in a patient with a knee replacement that the bearing was a little bit worn and maybe has scar tissue damage. Revision surgery was performed to replace the bearing. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Neither the reported product nor pictures of the reported product were provided to the product surveillance team for examination. However, one damaged screw was returned. The correlation between the returned screw and the reported event is however unknown. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event cannot be confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.